Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was in 200 mg/dl. The customer's blood glucose level was high as 335 mg/dl and 231 mg/dl. Customer treated with insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. The customer did not want to continue troubleshoot and wants to did a change and follow up with health care professional and will call back if needed. The insulin pump will not be returned for analysis.